Event description:
The caller reported that the twist lock on this tube was stiff and difficult to lock and unlock. She stated that she changed the pt's tube with a different one of the same lot and it was stiff also, but she worked the lock several times to loosen it and the pt felt comfortable that she could remove it for cleaning. The pt was not harmed, but was re cannulated as a result of the first tube's stiffness. The caller also stated that she worked the removed first tube, until it was easier to lock and unlock; then she sent that one home with the pt as a spare.